Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia procedure with a thermocool® sf nav bi-directional catheter and char was found at the tip of the catheter. The coolflow pump did not go over 2 ml during the procedure. At the end of it, the physician removed the catheter and char was found, it was cleaned off and reinserted into the patient. Ablation was performed and confirmed that the pump did not increased flow. This event was determined to be reportable.

Manufacturer narrative:
A) the product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. B) device history record (DHR) review cannot be conducted because no lot number was provided by the customer. C) since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate d) concomitant bwi products: product: stockert 70 rf generator: us catalog # s7001, serial # (B)(4); product: coolflow® irrigation pump: us catalog # cfp002, serial # (B)(4). (B)(4).